Manufacturer narrative:
H3-device evaluation: lens retunred in a micro-centrifuge vial with moisture and debris on product. Visual inspection found no visible damage to lens and debris on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -06.50/+1.0/087 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient was uncomfortable and experienced vision fatigue. The surgeon will not implant another icl lens.